Event description:
The account stated that the architect i2000sr analyzer generated an intact parathyroid hormone (ipth) result of 113.7 pg/ml. The sample was questioned by the physician and sent to a reference lab. A result of 44.7 pg/ml was generated on the bayer centaur analyzer. There was no impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Additional information from the customer indicated that the sample may have been frozen/thawed multiple times. The customer felt the likely cause of the erratic result was related to specimen storage and handling by the reference laboratory along with differences in methodology. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect intact parathyroid hormone (ipth) package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.